Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was found that their pacemaker was in backup vvi mode due to electromagnetic interference. The pacemaker was reset. The patient was stable.